Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on strip lot 373678a meets release criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot meets release specification. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio values. (B)(6). No reported adverse patient sequela.